Event description:
It was reported the patient had respiratory distress that resulted in death. The medications being delivered via the device system were bupivicaine (19.994 mg/day), fentanyl (24.993 mcg/day), dilaudid (0.9997 mg/day), and baclofen (299.91 mcg/day). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).